Event description:
It was reported that the pump screen was frozen and unresponsive to customer input. There was no adverse impact to the customer's blood glucose level. The customer followed the provided instructions from technical support to reset the pump, after which they were able to interact with the pump screen successfully.